Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the insertable cardiac monitor (icm) exhibited post sensed t-wave over-sensing. No intervention was performed. There were no patient consequences.